Event description:
The dentist reported that the abutment screw fractured. The dentist was unable to remove the retained piece of screw. Implant was removed.

Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The complaint was confirmed. The lot number of the unknown abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.